Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a plate cutter broke during surgery as the surgeon was repairing an ankle fracture and cutting the plate, the device broke at the hinge. The surgeon used another device and surgery was successfully completed. There was no delay in surgery and no patient adverse event. No patient information was available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: complaint received not original packed. Signs of usage visible with a breakage from the plier head. No non-conformance reports were generated during production. Review of the manufacturing work order showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation was done for the dimensions and for the hardness. The investigation shows that the part which is broken is in tolerance and manufactured according to the specification. The hardness from the plier is according to the specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.